Event description:
It was reported that during a routine lithotripsy, the tip of the surgical fiber fractured and was retrieved intraoperatively with graspers. The procedure was completed using a second identical surgical fiber. There was "no known adverse patient outcome".

Manufacturer narrative:
Device evaluated by MFR: un-checking summary attached from "yes" to "blank". (B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the total length of the fiber is 11 feet 10½ inches; the distal end of the fiber is fractured within the blue outer sheath; the distal end of the fiber is recessed inside the blue outer sheath1 mm from the distal end of the blue outer sheath; the blue outer sheath is torn/melted 1mm from distal end; the blue outer sheath shows small black marks 4mm form distal end. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending